Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and replaced the graphic user interface (gui) printed circuit board (pcb). The se installed updated software. The ventilator passed electrical safety, calibrations, extended self tests (est), short self tests (sst), and performance verification testing (pvt) per manufacturer's specifications at the time of service.

Event description:
It was reported that the 840 ventilator's upper screen was blank. The ventilator was not on a patient at the time of the event.